Event description:
The surgeon implanted a 12.6mm -10.00/+1.50/091 vticm5 implantable collamer lens into a 47yo patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include opegan viscoelastic, and the msi injector system. Intracameral adrenaline, acetylcholine and moxifloxacin were used. Immediately after surgery, casia imaging showed 0.9 CT with no iop problem. Onset of inflammation occurred on day 1 with "swelling and pain" and "deposits on the lens". The eye was "mydriatic" with iop 37mmhg and oct imaging showing 1.5 CT. Toxic anterior segment syndrome (tass) was suspected. Mannitol infusion was given along with miotics (sanpilo); however, mydriasis persisted. On day 2, the iop lowered to 13mmhg, and adhesions presented on the anterior surface of the lens. Increased frequency of antibiotic steroid drops were prescribed and adhesions and iop continued to improve. The last report on 10-apr-2024, showed by day 5, the bcva was 20/20, ucva: 20/29, iop 9.6mmhg, vault 2.32ct. Anterior segment images provided by the reporter show stellate pattern opacities. The report stated that cause of the event was "other" and it was not attributed to the device. The lens remains implanted.

Manufacturer narrative:
Health effect impact code - additional medications: 4644 - mannitol infusion, miotics (sanpilo), antibiotic steroid drops. Work order search: no similar complaint was reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. The lens is indicated for implantation in patients 21-45 years of age and therefore there is not enough safety and effectiveness data to support implantation in patients outside of this age range. However, inflammation, iritis, and pupil abnormalities were identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Under other defects there is a possibility of (3) foreign matter adhering to the lens surface. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).